Manufacturer narrative:
(B)(4).

Event description:
The patient reported that on (B)(6) the stimulation went haywire when touched over the implant, recharger area, the stimulation increased. The patient indicated that while having sex the stimulation went haywire. This was related to positional movement and it was intermittent. The patient had gotten married on (B)(6) 2015 and while having sex the stimulation went haywire. It was noted that when their husband would put their hand over the implantable neurostimulator (ins) it felt like the stimulation increased and the stimulation went back down to normal. The patient stated that they had learned to avoided that area. The stimulation was not charging from sitting to standing or laying down . The patient was able to use the programmer and verified that the adaptive stimulation was currently on by noting the later a in the upper left hand corner. The patient verified once when they were in the laying position and the programmer showed that they were in the laying position. The issue was resolved at the time of the report. Other relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.